Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge leak, high purge pressure, and infection/sepsis has been completed. The product was returned, and biomaterial was found in the outflow and around the purge gap. High purge pressure was reproduced using a lab purge cassette. The pump was soaked in tergazyme and was able to start. As the pump ran it ejected the biomaterial, and the purge pressure dropped to within a normal range. The root cause of the high purge pressure was determined to be ingested biomaterial. The root cause of the infection was determined to have an unknown relationship to the impella as no evidence was provided to suggest a causal relationship between impella and the infection. The cause of the high purge pressure was ingested biomaterial occluding the purge gap. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient had a persistent fever and was infected, this was treated with antibiotics. It was also reported that the purge cassette was replaced due to a drop in purge flow. It was reported that the patient survived normal explant.